Event description:
It is reported that a customer experienced high blood glucose of 451 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion sets. The customer found that the cannula was bent. The insulin pump works as designed and the customer was advised to monitor the pump for any future issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.